Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported, "the pump free flowed piggyback into the main bag on channel b and c. Pump channel c failed later". The event was reported to have occurred during patient use. The patient did not received any extra medication as a result of the event and no patient injury or need for medical intervention had been reported. Though requested by baxter, no additonal information was provided regarding the patient's demographics, diagnosis and status, chronology of events, medication involved, and set up of the pump.